Event description:
It was reported that a patient implanted in may is showing 50% battery life and the physician is trying to determine if the battery is depleting normally or if it could be depleting prematurely. No additional relevant information has been received to date.

Event description:
The 25% indicator was displayed due to the effect of the high settings and high duty cycle on the battery voltage, and isn¿t indicative that the battery is depleting faster than expected. In actuality, based on the data from the last office visit it is more likely that close to 50% of battery capacity remains.